Event description:
Report #390119-1998-001 rec'd 3/5/98 states: on 2/16/98 at 10:30 am IV-1000cc tpn/500cc lipids 20% with IV vented pump/filter was hung. On 2/17/98 09:00 the IV vented pump/filter tubing was found cracked in half at the port below the filter where the lipids were infusing. The pt became diaphoretic, unresponsive, color dusky, respiration rate increased. The pt was intubated and transferred to ICU: r/o air emboli, r/o-pe. As of 2/24/98 pt remaine in ICU. Pt was extubated on 2/23/98. Treatment continues for: air emboil; pancreatitis; pneumonia. Report #3901190000-1998-001 f/u rec'd 3/5/98 states: ivs were running through a right jugular central venous line in pt. Break occurred in the filter extension set at the injection site 6" above the distal end. A safeline clip lock cannula had been used to access the injection site where lipids were hung through. The break occurred where the clip cannula clamps onto the injection site, just below the rubber septum.